Event description:
There was no impact to the patient's outcome and conflicting information regarding the event date was received.

Manufacturer narrative:
H2) correction: h5 was updated to, "label for single use: yes" and h8 was updated to, "usage of device: initial." H2) please see section b5. For additional information. B3) event date month and year were confirmed valid, while the day was not confirmed. H2) a system checkout was performed, the system was functioning as intended, and no hardware parts were replaced. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. H3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that following a brain biopsy, a post operative scan was performed, and it was discovered by the surgical fellow that there were two (broken) screws retained in the patient's skull. The date of the actual procedure was unknown. The event caused a surgical delay of less than one hour. Medtronic was contacted to obtain information about the magnetic resonance imaging (MRI) compatibility of these screws, which was confirmed. At that point, the patient decided to not retrieve the mentioned screws.